Event description:
Additional information from the patient reported they had a bowel accident on the day of the report and they wanted to change their programs. The patient was not able to troubleshoot at the time of the report. It was suggested that the patient follow up with their healthcare provider (hcp).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.